Event description:
It was reported that the collet would not hold pins during set up for a procedure. The account had a back up on hand and the procedure was completed with no delay. There are no adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation details, there is debris build up inside the collet. This condition would lead to the reported event.